Event description:
A peritoneal dialysis (pd) patient called into technical support on (B)(6) 2015 with reported pain, discomfort and vomiting during her treatment. Upon follow-up, the patient's pd nurse reported that the patient came into the clinic the following day and it was determined that the patient had developed peritonitis due to touch contamination. Medical records have been requested, but have not been received.

Manufacturer narrative:
Medical records have been requested numerous times but have not been received by the manufacturer to date. If the medical records become available, a supplemental report will be filed with the results of the clinical investigation. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specifications.